Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert gas blender. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure, the gas blender alarmed. The report stated that there was pt injury. Sorin group (B)(4) has requested clarification regarding the pt and the event. A follow-up report will be filed when the investigation is complete. The facility noted that there was pt injury. They have filed with the country's competent authority. This medwatch report is being filed as a result of the info currently provided.

Event description:
Sorin group (B)(4) received a report that during the procedure, the gas blender alarmed.